Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was getting calibration error and no delivery alarm. Customer stated that blood glucose was 206 mg/dl and sensor glucose was reading 56 mg/dl. Customers unable to do troubleshooting due to daughter will be going to school. Customer will treat with manual injection. Customer also mentioned low predictive and threshold suspend and stated will call back. No further information provided.